Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been experiencing issues with reservoir and high blood glucose. The customer was advised that air bubbles can limit the amount of insulin received during a bolus. The customer checked for air bubbles and noticed air bubbles in the reservoir. Customer decided not to continue with troubleshooting. The customer's blood glucose was 245mg/dl. The customer will call back when they received tubing clamps to continue troubleshooting.